Manufacturer narrative:
This MDR is being filed to serve as a supplemental report with investigation results, following the originally submitted 1220648-2024-06006. The reason we are using a different MDR report number is due to original attempt to submit a supplemental, using the original report number, was being rejected for "initial report / prior supplement has not been received. The initial report is missing." However, we have objective evidence of initial report submission via confirmed acknowledgements received. The investigation of product damage (cannula kink) has been completed. The impella device was not returned for evaluation. As per the clinical, cannula was kinked during the procedure without reported an other failure mode. The cause of the product damage issue was a kinked cannula, use issue based on given clinical details.

Event description:
The user facility reported a 63-year-old white male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The cannula kinked and was unable to deliver to support effectively and so the kinked device was removed and replaced.